Event description:
Investigation results completed on a smiths medical cadd solis vip pumps - 2120 .

Manufacturer narrative:
Investigation results completed on a smiths medical cadd solis vip 2110 pump. Device arrived with cracked lens. Testing was done and the complaint of not infusion accurately was not confirmed. Event log did not reveal complaint and was testing was done to duplicate the event no accuracy problems were revealed. The engineer hypothesized using a high flow cassette may have caused event. Unknown the exact cause. No fault could be detected.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump was infusing improperly. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.